Manufacturer narrative:
Based on the information currently available we are unable to determine a correlation between the reported pain and discomfort and the bard mesh used to treat the patient. A sample mesh has been provided to the patient's allergist for reactivity testing. A review of the manufacturing records was performed and found that the lot was manufactured to specification. When/ if the result of the reactivity testing are provided, a supplemental emdr will be submitted to document the results provided. Remains implanted.

Event description:
It was reported that the patient underwent implant of a bard/davol flat mesh. As reported, beginning on (B)(6) 2019, the patient was having pain and discomfort in the abdominal wall area. As the allergist was trying to confirm/ deny that the bard flat sheet mesh caused an allergic reaction to polypropylene with the patient post-op, a sample for reactivity testing has been provided to the patient's allergist.

Manufacturer narrative:
Based on the information currently available we are unable to determine a correlation between the reported pain and discomfort and the bard mesh used to treat the patient. A sample mesh has been provided to the patient's allergist for reactivity testing. A review of the manufacturing records was performed and found that the lot was manufactured to specification. When/if the result of the reactivity testing are provided, a supplemental emdr will be submitted to document the results provided. This is an addendum to the initial emdr submitted on (B)(6) 2020 to document the results of the reactivity testing. As reported, the test results found no evidence of an allergic reaction to the mesh. As such, it can be determined that the reported pain and discomfort in the abdominal area is not caused by a reaction to the mesh. However, it is unknown what is causing the reported pain and discomfort. Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may or may not be related to the patient's reported postoperative symptoms. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent implant of a bard/davol flat mesh. As reported, beginning on (B)(6) 2019, the patient was having pain and discomfort in the abdominal wall area. As the allergist was trying to confirm/deny that the bard flat sheet mesh caused an allergic reaction to polypropylene with the patient post-op, a sample for reactivity testing has been provided to the patient's allergist. Addendum: reactivity testing was performed and it was confirmed the reactivity test had a negative result to the mesh.